Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The m-02-3 error on start-up was confirmed and replicated.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were unable to activate energy from the integrated electrosurgical unit (iesu). Prior to calling, the user had replaced the grounding pad with a new one and the icon was green, but they still could not activate energy from the iesu. The user replaced the iesu with an external force triad generator to continue with the procedure. The tse recommended the user to power cycle the iesu. No known impact or patient consequence was reported. The procedure was completed.